Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros eciq immunodiagnostic system. The investigation could not determine a definitive assignable cause. Results of trop I precision testing performed were within ortho acceptance limits, indicating that the vitros eciq immunodiagnostic system was operating as expected and was not a likely contributor to the event. Based on the historical trop I qc data provided, there is no evidence of atypical reagent performance prior to, nor on the day of, the event. However a reagent performance issue cannot be entirely ruled out as a contributing factor, as the customer was not processing a qc fluid at or below the assay url of 0.034 ng/ml. Performance of the reagent at concentrations <url thus cannot be confirmed at the time the higher than expected result was obtained. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as it could not be determined if the customer was following the sample collection device manufacturer recommendations so it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. Patient sample result of 0.930 ng/ml versus expected result of <0.034 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. There is no allegation of actual patient harm as a result of this event. (B)(4).